Manufacturer narrative:
(B)(4) - no lens malfunction. Method: lens work order search. Results: visual inspection of the returned product found the lens stuck in the vial, with heavy residue, and were unable to evaluate the lens for any damage. The lens was returned dry. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, the most likely cause of the event was due to the patient moving. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens. The patient moved and the lens came out. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.